Event description:
It was reported to covidien that the unit was returned for repair of the missing segments on the heart rate side. There was no patient harm reported.

Manufacturer narrative:
Covidien service replaced the front board. (B)(4).